Manufacturer narrative:
H6. Investigation codes: updated investigation summary: the sample was received for evaluation in used condition. It was visually inspected without magnification at 12¿ to 16¿ and normal conditions of illumination. Per visual inspection, it was not possible to detect any issue which could cause the leaking failure mode. The leak test was performed using the leak tester, manometer, and flowmeter; the result of the corrugated tubing assembly test was acceptable. The customer's failure mode could not be confirmed, and no root cause could be determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a suspected leak. There was no patient involvement and no patient harm/adverse event reported.